Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "a drill breakage occurred during freehand drilling for insertion of a distal screw. The broken drill tip was deemed impossible to extract and was left in the patient."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The device inspection revealed that: the visual inspection of the drill, tri-flat t2 tibia ø3,5x130 mm confirmed that the tip of the drill broke off. The distal end of the drill shows abrasive marks which is evident from excessive usage over time. The microscopic images show a brittle fracture which is evident from the shiny surface, which is the result of excessive torsional forces. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user related issue. The failure was caused by the application of excessive torsional force applied by the user. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "a drill breakage occurred during freehand drilling for insertion of a distal screw. The broken drill tip was deemed impossible to extract and was left in the patient."